Event description:
The customer reported that during an open right hepatic lobectomy,t he device knife would not retract and the device jaws could not be re-opened. The customer did not indicate if the device was applied to tissue when this occurred. The customer did indicate that the device may have been applied on a metal staple or clip, which may have contributed to the reported condition of the jaws not being able to be re-opened. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.